Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. A field service engineer (fse) logged into the station and selected the recovery drawer option. The medication application presented the option to release the failed pocket and unload the medication. The fse had been released, and the medication was unloaded from the station inventory, the escort inspected the pocket and discovered that the lid had been closed on the medication packaging. Since the pocket had already been released, the escort attempted to shake the medication jam to prevent the lid from closing, eventually dislodging the medication from between the lid and the pocket. The escort then reinserted the pocket into the drawer, which correctly showed as an available pocket. The escort reloaded the medication into it and successfully inventoried the pocket afterward. The system functioned as intended after the field service engineer and escort repaired the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure, unable to open even after the reboot. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.